Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error and unable to clear the alarm and frozen display. The blood glucose at the time of the incident was 172 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.